Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user requested a return of the ilet after experiencing frequent fluctuations in blood glucose despite prior training, and no specific device malfunction or component issue was identified. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included an outcome that was not specified beyond the reported glucose fluctuations. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.